Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer returned complaint sample for evaluation which testing of product identified mold.

Event description:
Consumer found a larger black spot on last tampon in the package. The spot looked like mold to her.